Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump stopped working. Pump screen would not turn on. Pump would vibrate and beep 3 times. Customer reverted to using another pump for insulin therapy. Customer declined to discuss event with tandem technical support.